Manufacturer narrative:
(B)(4). Clip. The analysis found that one sc60 device was returned in good visual condition and with no cartridge reload. Upon further inspection of the device, a clip was found lodged in the knife channel preventing it to return completely. The device was tested for functionality with a test cartridge reload and the device achieved complete 3-strokes and fired without any difficulties noted. The device opened and closed without difficulties. One possible cause for this type of damage is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, as the jaw did not open after the first firing was completed, the jaw was opened by using the manual release lever. The device could not be fired at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.